Manufacturer narrative:
The device has not been returned yet. Investigation will begin upon receipt of the device.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The technician was unable to confirm the reported event of heat. The failure was not confirmed, and no components were identified which would cause or contribute to the reported failure.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.